Manufacturer narrative:
Age or date of birth, weight, or ethnicity: unknown, information not provided. It was indicated that there was no patient contact. Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, not explanted. Device evaluated by MFR: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was cracked. There was no patient contact and the procedure was completed using another lens. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod in the advanced position. Further observation revealed that the lens was received stuck inside of the cartridge and that the lens was overridden by the plunger rod. The cartridge and cartridge tip were also observed to be damaged. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. The lens was removed and cleaned, presenting with lens damage. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional investigation request (ir) for this po has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.